Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was not able to confirm the customer failure. The device meets its specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had image loss. The issue was found during a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.